Event description:
Customer reportedly obtained results of 13mg/dl, 63mg/dl, and 54mg/dl on the compact plus system within 10 minutes. Customer drank soda in response to symptoms and results. No adverse event reported. Requested return of suspect system and replacement sent.